Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; foreign material was clogged deep inside the auxiliary water channel and failed to be removed. The switch was also found to be deteriorated, the objective lens was worn, the light guide (lg) tube was deteriorated, and water could not be supplied due to the blockage of the auxiliary water supply pliers. Additionally, the following parts of the scope were found to be dirty: there was dirt in the switch box and on the objective lens, the lg hose was dirty and switch button one had dirt. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the auxiliary tube was clogged. The issue was found at reprocessing, after the procedure was completed. The diagnostic procedure (gastroscopy) was completed with the same device, and there was no patient harm associated with the event.